Event description:
The customer would like the run data file investigated to determine a possible cause for the positive bacterial culture for the platelet product. Blood culture of the product grew organism (B)(6). Patient information is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file was analyzed for this event. The analysis of the run data file did not find a conclusive cause for the positive bacterial culture of the platelet product. No unusual process variable was identified and trima accel operated as intended. Based on the available information,it cannot be ruled out that this was donor-related or could have occurred during the lab processing following collection. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Terumo bct trima products are sterilized using an ethylene oxide (eto) sterilization process. This correlates to a sterility assurance level (sal) of <10-6 which means the probability of a trimset having bacteria organism survive the sterilization process is less than 1 in 1 million. Bioburden testing was performed on this lot prior to release. The bioburden results for this lot were within normal levels. (B)(6) species are commonly found as normal flora of the human skin. (B)(6) organisms are vegetative cells with no known innate resistance to ethylene oxide sterilization. A review of the lot for similar reports was carried out, none have been reported. Root cause: the analysis of the run data file did not find a conclusive cause for the (B)(6) bacterial culture of the platelet product. No unusual process variable was identified and trima accel operated as intended. Based on the available information, it is likely that this occurred during the lab processing following the collection.

Event description:
There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event.